Event description:
After pinned patient, needed to flip patient back to supine and repin. Physician assistant noted mayfield skull clamp failed to function correctly: not holding. A gurney was brought in, patient positioned back to supine, and repinned. Patient then positioned back to prone on the or bed. Surgeon noted mayfield skull clamp was not holding pressure and was slipping. Patient had 3 different puncture sites but no laceration.device #1is this a laboratory device or laboratory test?no.